Manufacturer narrative:
An event regarding eccentric movement of a triathlon universal driver was reported. The event was confirmed. Method and results: device evaluation and results: functional and dimensional inspection of the returned device confirmed the event. It was found that the center of the power driver component relative to the hex shaft of the device was misaligned by 0.01324 greater the allowable tolerance. Medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events for the lot. Conclusions: the event was confirmed and the device was determined to be nonconforming. An nc was issued to address the misalignment of the power driver component relative to the hex shaft of the device with the supplier.

Event description:
It was reported that the peg drill was broken during drilling with the sizer. Once, the tip of the drill was remained in the distal femur, but it was removed with a plier. Another 3.2mm drill was used instead of it and the procedure was completed. There is possibility that the universal driver was moved eccentrically.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the peg drill was broken during drilling with the sizer. Once, the tip of the drill was remained in the distal femur, but it was removed with a player. Another 3.2mm drill was used instead of it and the procedure was completed. There is possibility that the universal driver was moved eccentrically.